Event description:
It was reported that particulate matter was found inside a cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was completed with the naked eye and noted the particulate matter within the cassette housing. The particulate was identified as a fibrin clot via electron microscopy. The reported condition was verified, though no cause could not be determine with the provided information. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.